Manufacturer narrative:
The second lld-ez requiring situational abandonment in this case will be captured in MDR report 1721279-2014-00044.

Event description:
This was a lead management case to extract two, 8 year old non-functional leads. Each lead was prepped with an lld-ez. After several attempts to extract the first lead (5947 rv) using a 14f sls ii laser catheter, a visisheath was added to help with the extraction progress. The visisheath was not successful, so a 16f sls ii was then used on the rv lead without success. The physician then turned his attention to the ra lead (5594) and used the 14f sls ii to lase. Unfortunately, neither lead could be extracted. The physician elected to cut and cap both of the leads, abandoning the lld-ezs within the leads. The patient experienced no harm related to the abandonment of the llds.